Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in an inappropriate shock to this patient. The field representative could not reproduce any noise. It was noted this patient bench presses and drops the barbell on their chest. A chest x ray was obtained which was noted to have a sense b bunching appearance. This patient was hospitalized and tachy therapy was programmed off. Additional information provided from the field representative noted this s-ICD was reprogrammed to secondary vector and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in an inappropriate shock to this patient. The field representative could not reproduce any noise. It was noted this patient bench presses and drops the barbell on their chest. A chest x ray was obtained which was noted to have a sense b bunching appearance. This patient was hospitalized and tachy therapy was programmed off. Additional information provided from the field representative noted this s-ICD was reprogrammed to secondary vector and remains in service. No adverse patient effects were reported.